Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02366. It was reported patient¿s entire scs system was explanted approximately after two years of implanting the system due to not receiving effective stimulation. Exact date of explant is unknown. Patient also reported getting shocking sensation.